Event description:
In 2004, this patient was implanted with gore excluder bifurcated endoprostheses. In 2007, the devices were explanted. Further investigation is pending.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted. Other related devices: pxc201000/03074915 and pxc141000/040641013.